Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal portion at the curve of a 5f 100 cm tempo coronary guiding catheter was observed to have a crack upon opening the package and subsequently broke when examined. The device was not used, and another tempo product was selected. There was no reported patient injury. The nurse and physician noted that the catheter felt very dry, and similar findings were observed with three catheters from two different batches, while a catheter from another batch was found to be intact. The products were properly stored and opened in sterile field. No device damage was observed prior to opening the package, and no difficulty was encountered in removing the device from its sterile packaging. The device was prepped according to the instructions for use (IFU), and no issues were experienced during preparation. Two images were provided showing a crack at the distal portion of the catheter. The devices were returned for evaluation.

Manufacturer narrative:
As reported, the distal portion at the curve of a 5f 100 cm tempo coronary guiding catheter was observed to have a crack upon opening the package and subsequently broke when examined. The device was not used, and another tempo product was selected. There was no reported patient injury. The nurse and physician noted that the catheter felt very dry, and similar findings were observed with three catheters from two different batches, while a catheter from another batch was found to be intact. The products were properly stored and opened in sterile field. No device damage was observed prior to opening the package, and no difficulty was encountered in removing the device from its sterile packaging. The device was prepped according to the instructions for use (IFU), and no issues were experienced during preparation. Two images were provided showing a crack at the distal portion of the catheter. Three devices were returned and evaluated under complaints (B)(4). (B)(4): a non-sterile cath tempo 5f sim 3 100cm device involved in the reported complaint was returned for investigation. Visual inspection showed the catheter body was in a severely cracked condition, with extensive cracking distributed throughout its full length, and the device was received separated into two parts. During visual inspection, the strain relief was received complete and was also inspected, with no damage observed in that area. No additional anomalies were detected during the visual examination. Dimensional evaluation of the internal and external diameters could not be performed because the severely cracked condition throughout the catheter body prevented accurate measurement. High-magnification evaluation was performed to verify the condition identified during visual analysis and to further assess the strain relief and hub. Upon closer examination, the catheter body exhibited a severely cracked condition with extensive cracking noted along its length, consistent with the visual findings. The strain relief was also evaluated under magnification, and no abnormal conditions or damage were observed. Additionally, the hub presented small scratches. The received unit presented conditions related to degradation. Product evaluation confirmed that the catheter body had a severely cracked condition characterized by multiple cracks distributed extensively along its full length and that the device was received separated into two parts. Microscopic evaluation confirmed the cracking previously identified during visual inspection, while the hub presented small scratches and the strain relief did not present any abnormal conditions. The reported ¿brite tip/distal tip ¿ cracked¿ was not seen on the returned devices. However, the malfunctions ¿catheter (body/shaft) ¿ degradation¿ and ¿brite tip/distal tip ¿ cracked¿ and ¿catheter (body/shaft) ¿ separated¿ were seen on the device associated with complaint (B)(4). The exact cause of the degradation could not be determined. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage and handling, it does not eliminate the potential for degradation. An investigation is ongoing to further evaluate degradation.

Event description:
As reported, the distal portion at the curve of a 5f 100 cm tempo coronary guiding catheter was observed to have a crack upon opening the package and subsequently broke when examined. The device was not used, and another tempo product was selected. There was no reported patient injury. The nurse and physician noted that the catheter felt very dry, and similar findings were observed with three catheters from two different batches, while a catheter from another batch was found to be intact. The products were properly stored and opened in sterile field. No device damage was observed prior to opening the package, and no difficulty was encountered in removing the device from its sterile packaging. The device was prepped according to the instructions for use (IFU), and no issues were experienced during preparation. Two images were provided showing a crack at the distal portion of the catheter. The devices will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.